Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes there was overfill. The following information was provided by the initial reporter: translated to english. The customer stated: the indicated tubes certainly present vacuum problems because, during the collection, the aspirated blood does not stop at the indicated level but goes beyond the limit."

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes there was overfill. The following information was provided by the initial reporter: translated to english. The customer stated: the indicated tubes certainly present vacuum problems because, during the collection, the aspirated blood does not stop at the indicated level but goes beyond the limit."

Manufacturer narrative:
Correction: g4: is combination product? No. H6: investigation summary: bd did not receive samples or photographs from the customer in support of this complaint.bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.